Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was to be implanted to treat a 2 to 3 cm lesion in the rectum/ sigmoid colon due to colorectal cancer during a colonoscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed within the stricture but the physician noted that one end of the stent failed to expand. The physician attempted to dilate the stent but was unsuccessful. The stent was removed from the patient using a rat tooth forceps and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.